Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The iol was returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is scratched/marked-rejectable. No cartridge was returned. Unable to conduct fold and dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We were unable to conduct fold and dimensional testing due to condition of returned sample. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after the injector was applied to the eye, the lens didn't fold back. The lens was a removed and the procedure was completed with a new lens.